Manufacturer narrative:
Product event summary: analysis determined that the programmer head's cable was kinked which was causing the intermittent telemetry and therefore the cable was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had intermittent telemetry. The head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head had intermittent telemetry. The head was returned for service. It was indicated that there was no patient involvement associated with this event.